Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin leaked past the o rings into the reservoir compartment of the insulin pump. The customer's blood glucose reading was 300 mg/dl at the time of incident. Troubleshooting found that nothing is visable on the display screen and the pump is alarming unexpectedly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, off no power, unexpected restart, basic occlusion, prime, excessive no delivery and self tests. The pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The pump was tested with a water filled test reservoir and no bubbles were noted. No moisture damage was noted on the electronic stack, motor, battery tube or vibrator assembly. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.